Manufacturer narrative:
Evaluation of the transducer confirmed oil separation in the window and damage to the tip cap, window, and handle. The cause of this damage is indicative of improper handling and maintenance.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event and the procedure in progress was completed successfully.